Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was evaluated following the reported event of the system controller not alarming until the 14 volt batteries reach the critical battery alarm. The system controller was not returned for analysis; however, there was a log file submitted for analysis. The submitted log file contained data spanning approximately 3 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). There were no alarms in the log file that indicated an issue with the system controller or batteries. The voltages of the batteries were not low enough to trigger any kind of low voltage advisory or hazard alarms. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 02jul2020. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient stated that there were 2-3 occasions where batteries did not warn that they were getting low until it reached the critical battery alarm. It was unable to be identified if the pair of batteries had anything to do with it. The log files captured routine events, there were no notable alarms. The review of the event log data did not show any battery voltages below 2.28 volts. The noted battery voltage would not trigger a warning.